Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The returned device was successfully back-loaded over a guide wire without any observable resistance; therefore, the reported difficulty to insert the device onto the guide wire was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for difficulty to insert the device onto the guide wire reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device with a 7f sheath after an interventional procedure of the superficial femoral artery (sfa). Reportedly, the device was backloaded onto a 0.038 guide wire; however, only a portion of the sheath advanced into the artery when resistance was met. The physician tried a nick and spread incision but the sheath would not advance into the artery completely. Hemostasis was achieved using manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.